Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patient¿s clinic after receiving an alert notification. The clinic was notified that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, it was noted that intermittent t-wave oversensing (twos) was also seen. Follow up was conducted and intermittent oversensing and undersensing was indicated along with diminished sensing. Reprogramming has been completed. The lead remains in use. No patient complications have been reported as a result of this event.